Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Concomitant medical products: ddbb1d1, implant date: (B)(6) 2016.

Event description:
It was reported that the patient heard alert tones, went to the emergency room and was hospitalized. The right ventricular (rv) lead integrity alert (lia) had triggered due to short r-r intervals. Noise was noted. The patient stated the lead had fractured. Detections were programmed off as the lead is scheduled to be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right ventricular (rv) lead had high and spiking pacing impedance. The lead was partially explanted, capped, and replaced. During the revision procedure, it took more than thirty turns to extend the helix on the replacement rv lead. Pacing thresholds were high and when moved to a new location the helix would not completely extend. The lead was removed from the body and a new lead was used instead. It was further reported that during the time of the procedure the set screw would not re-engage in the header. The physician attempted to get the set screw to work but was unsuccessful. The device was explanted and replaced. No patient complications have been reported as a result of this event.